Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to hypoglycemia and seizures. The customer did not know the blood glucose reading at the time of admission, but her most recent blood glucose was 68 mg/dl. The customer stated that she had been experiencing low blood glucose levels for (B)(6), ever since her diet was changed by her health care professional. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer also reported damage to the insulin pump after falling. Advised the customer that the insulin pump would be replaced. Nothing further was reported.